Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to failure to capture, noise and low impedance issues caused by insulation break. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. Additional information received indicated that the lead was oversensing and had high pacing thresholds. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to failure to capture, noise and low impedance issues caused by insulation break. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported.